Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous right coronary artery (rca). During advancement of the 2.75x15mm xience xpedition stent delivery system (sds) into the non-abbott guiding catheter, the sds shaft separated. Reportedly, there was no resistance noted with the guiding catheter. As the separated portion was outside the patient's body, the sds was removed without issue. A non-abbott sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.